Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) exhibited an right ventricular (rv) lead shock impedance greater than 125 ohms. The local area field representative reported all other lead measurements remained stable and within range. A lead revision procedure was performed to successfully explant and replace the patients rv lead. No adverse patient effects were reported and the patient's rv lead was a non boston scientific product.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.